Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer's insulin pump display screen was damaged. Customer stated the display screen appears to have blue spots which may have occurred after bumping into a table. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 54 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Insulin pump was received with cracked and bleeding on lcd glass. Insulin pump had frozen display and constant tone alarm after battery change, problem isolated to mother board. Insulin pump had a cracked case at display window corner, minor scratches on lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.